Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer, assisted by technical support, received information on how to reset the pump and successfully performed the reset, after which the malfunction did not recur. The customer was advised that they could continue to use the pump and were instructed to call back if any further issues arose.